Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements that were mostly in the 90 ohm range and approximately every 7 days, it would spike to as high as an out-of-range shock impedance measurement of 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements that were mostly in the 90 ohm range and approximately every 7 days, it would spike to as high as an out-of-range shock impedance measurement of 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited additional alerts due to high out-of-range shock impedance measurements as high as 138 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.